Event description:
It was reported that the right atrial (ra) lead was fractured. The lead impedance was high and there was noise seen on the electrogram. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned and analyzed. The distal conductor was fractured. It was also noted that the distal and proximal conductors were distorted. 1 concomitant products: 6947 implantable tachy lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
Correction d5 product event summary performance data collected from the device was received and analyzed. There were two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The weekly pacing lead trend data showed an abrupt increasefor minimum and maximum atrial bipolar pacing impedance of 608 to 4047 ohms range between (B)(6) 2012 and (B)(6) 2013.